Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No prime/fill anomalies, excessive no delivery error or motor error alarms were noted. The drive/motor was inspected and no drive/motor anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery this morning and when he attempted to prime the pump alarmed motor error. The patient's blood glucose at the time of incident was 289 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. However, troubleshooting could not be completed as the insulin pump was unable to prime; the piston would not move when the act button was pressed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.